Manufacturer narrative:
As of this date, customer has not returned the purely yours ultra breast pump to ameda as requested. Therefore a visual inspection and investigation could not be completed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours ultra breast pump she uses developed low suction in (B)(6) 2014 when her baby stopped breastfeeding. The pump's low suction resulted in decreased milk output. Customer replaced many pump pieces which did not resolve the suction issue. Customer was diagnosed with mastitis in mid (B)(6) 2014 after contacting her health care provider and was prescribed oral antibiotics to resolve infection. Customer did not respond well to the first antibiotic so was prescribed a different oral antibiotic to treat the infection. Customer was hospitalized by mid (B)(6) 2014 for a diagnosis of breast abscess. She was treated with intravenous antibiotics and the abscess was incised and drained. Customer rented a hospital grade breast pump to maintain milk supply.